Event description:
Additional information received from a manufacturer's representative (rep) reported the cause of the pain at the pocket site was unknown. It was decided to explant the patient's device, but the rep did not know if the explant had occurred or not.

Event description:
Additional information received from an healthcare provider (hcp) reported that the patient had chronic pain for which her implantable neurostimulator (ins) was implanted on (B)(6) 2016. The patient stated that the battery was shifting in her back and it caused her pain and it was "hot." The hcp noted that upon physical examination it was determined that there was no erythematous area, the would was healed, and there was no warmth on the battery. When asked if a pocket revision or device explant had been performed,the hcp replied that the patient had not called for follow-up. The hcp noted that he did not think he could make the patient happy by putting a non-rechargeable battery in and it was not going to solve all of her problems. The hcp was going to talk to a manufacturer's representative (rep) and noted that if the battery was still able to be rebooted and turned on, he would leave it alone, but if the battery was dysfunctional, he would take it out. The hcp then noted that if the battery worked, he was not going to put a new one in the patient and would take the whole stimulator out all together. The hcp noted he would be in contact with the patient after she had a test session with the rep.

Event description:
A manufacturer representative reported a consumer could not charge her battery because the implantable neurostimulator (ins) pocket site was too painful. The representative was unable to due diagnostics because of a discharged battery. A pocket revision was recommended, planned, but not yet scheduled. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.